Event description:
The customer reported that while the iabp was in use on a pt, and the iabp generated "rapid gas loss" alarm. On the esp call, the customer was advised to look for possible kink in the balloon and observe for the signs of blood. No blood was observed. The customer performed several autofills without any blood coming back. On the follow up call, the customer stated that there were no add'l alarms and augmentation was bar down one click. After a few hours, the customer replaced the pump and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The customer does not use maquet to service their pumps. No info related to the iabp s/n or the resolution of the event was made available. (B)(4).